Event description:
Medtronic received info that this bioprosthetic valve, implanted 2 1/2 years, was explanted due to calcification.

Manufacturer narrative:
Eval results: device history review found the product met specification when released for distribution. Analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed that the sewing ring was removed at explant. The right cusp was stiff due to extensive mineralization, the non-coronary and left cusps were stiff but slightly flexible except where mineralization was present. Extensive tissue deterioration due to mineralization was noted in all cusps. There was extensive tissue deterioration due to mineralization noted in all commissures. Glistening off-white pannus lined the inflow margin of attachment of all cusps into the non-coronary left and left right inferior coaptive areas extending 1 to 1.5 mm onto all cusps in the inflow. Remnants of pannus remained attached to the outflow edge of the existing sewing ring and the back of the left right stent post. An unk amount of pannus appeared to have been removed on the inflow during explant. Radiography showed trace to extensive mineralization in all existing cusps and commissures. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a pt related condition.